Event description:
A cusa 36 khz handpiece was being used during a brain tumor resection when the surgeon noted the hand piece became warm to touch. Also, noted was the smell of burnt plastic. The hand piece melted the plastic nosecone as well as the transducer casing. Neither the surgeon or the pt incurred as injury as a result of this event. The surgery was completed with another instrument.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.